Event description:
Event: (B)(6), family member, reports the patient has been deceased since (B)(6) 2025. No additional details reported. Freq: inject 1 syringe intra-articularly into each knee once weekly for 3 weeks. Diagnosis for use: bilateral primary osteoarthritis of knee. Therapy dates: (B)(6) 2025.